Manufacturer narrative:
H10: manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample and images were not received for evaluation. Incorrect holding/ handling of the system during deployment, placement without pta, difficult patient anatomy, or challenging placement site may lead to an irregular stent placement. In this case poor information was provided about the procedure; the exact placement site was not known. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum. (¿) while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The instruction for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques' and 'post stent expansion with a pta catheter is recommended.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified in d2 and g4. H10: d4 (expiry date: 01/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post implantation procedure, the stent was allegedly found rupture and restenosis was observed. It was further reported that stent supplement was made at the rupture. Patient reportedly stable.

Manufacturer narrative:
H10: manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample and images were not received for evaluation. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum. (¿) while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The instruction for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques' and 'post stent expansion with a pta catheter is recommended.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified in d2 and g4. H10: d4 (expiry date: 01/2021), g3. H11: b3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post implantation procedure, the stent was allegedly found rupture and restenosis was observed. It was further reported that stent supplement was made at the rupture. Patient reportedly stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified. (Expiry date: 01/2021).

Event description:
It was reported that approximately two months post implantation procedure, the stent was allegedly found rupture and restenosis was observed. It was further reported that stent supplement was made at the rupture. Patient reportedly stable.